Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the tubing. Customer' s blood glucose level was between 346 - 400s mg/dl. Reportedly, the customer changed the infusion set to address the issue, however the issue persisted. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.